Manufacturer narrative:
(B)(4). Batch # n90k5t. The analysis results found that har36 device was returned outside its package. In addition, only the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have 9 holes in the tyvek, the holes were noted to be from the outside in. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that before an unknown procedure, the package of the scissors was perforated by 4 or 5 wholes. No consequences on the patient. No information on how the procedure was completed.